Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support instructed the customer to select new patient and go to all the process for the initial set-up. Informed customers if the problem is not corrected chances are the main pcb has the problem. The customer is not factory trained. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported when the device is powered up, a window comes in to select the patient and the user selects new patient, after the ventilator started to cycle it goes back to the initial screen to select patient issue on the vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.